Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/03/2025, it was reported by an arthrex subsidiary employee via email that an ar-3638 knotless fibertak anchor could not be installed. The case was completed using another ar-3638 knotless fibertak anchor. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested. Additional information received on 2/6/2025: the ar-3638 knotless fibertak would not seat. This was discovered during a capsulodesis procedure. Nothing broke in the patient and the procedure was not delayed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3638 batch 15013653 was received for investigation. Functional testing was performed by moving the sutures through the anchor, and no resistance or issues were noted. Visual inspection found fraying in the sutures; however, no damage to the anchor or driver was observed. The most likely causes of the reported failure are user error, including improper bone preparation and/or not reviewing the product-specific surgical technique prior to performing surgery. Directions for use dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an on-site demonstration. The complaint allegation was confirmed. Refer to the investigation pictures.